Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/17/2020. Additional information: a manufacturing record evaluation was performed for the finished device am1909 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. At the moment of suturing, the thread ruptured from the needle. There were no adverse patient consequences reported.